Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist about the falsely elevated cardiac troponin I (ctni) result. The customer provided the quality control (qc) data and the qc recoveries were within the expected range. The cause of the discordant, falsely elevated cardiac troponin I (ctni) result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained for a patient sample on a dimension vista 1500 instrument. The initial result was questioned by the physician. A previous sample from the same patient on the same day had resulted lower. Subsequent samples from the same patient on the same day and following day also resulted lower. The sample which gave the falsely high cardiac troponin I (ctni) result had been stored refrigerated and was repeated on the same instrument two days later resulting lower. The lower results were in alignment with the patient's clinical profile. A corrected report was issued to physician(s). There are no known reports of patient intervention due to the discordant, falsely high cardiac troponin I (ctni) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant, falsely high cardiac troponin I (ctni) result.

Manufacturer narrative:
The initial MDR 2517506-2018-00185 was filed on 20-mar-2018. Additional information (30-mar-2018): a siemens headquarter support center (hsc) specialist reviewed the instrument data and stated that no product non-conformance was identified. All the instrument readings were within specifications. There were no process errors reported at the time of the incident. No other samples processed on the instrument showed this issue. Quality control (qc) recoveries and calibration data were within limits. The discordant result may have been caused due to a sample integrity issue. The cause of the discordant, falsely elevated cardiac troponin (ctni) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Result and conclusion codes have been updated in section adverse event problem.